Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time and date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer able to complete rewind. Customer received another unexpected restart alarm after battery changed. The device will be returned for analysis.